Event description:
The ventilator shut down without activating the fab box alarm. The user was alerted by the humidifier's temp alarm. The unit was tested by the biomedical dept. It was established that the fuses f1 and f2 on the power supply board were defective. After installation of new fuses, the ventilator was found to function according to its specs. No pt injury occurred. No problems with the mains or the emergency generator has been established by the customer. On 6/14/96, the customer replaced the power supply board due to another malfunction. Internal # v96115.